Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was filter detachment and migration of the filter struts to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient has expired.

Manufacturer narrative:
H10: manufacturing review:the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eleven months later, a posteroanterior chest x-ray was performed on patient reportedly assaulted, noting presence of inferior vena cava filter in the upper abdomen and no evidence of right ribs fractures. After one year and five months, a computed tomography chest with contrast on patient with breath shortness and elevated d-dimer, noting fractured filter limb within a branch of the right main pulmonary artery supplying the right middle lobe. A second fractured limb was present within sub segmental branch right pulmonary artery within the medial segment of the right middle lobe. No pulmonary embolism was identified. An increased pulmonary edema, a small hiatal hernia, and chronic t9 vertebral body compression deformity was noted. After three months, a computed tomography abdomen and pelvis without contrast for patient reportedly experiencing abdominal pain and hypotension, noting evidence of atelectasis in the lung bases and small esophageal hiatal hernia with some gastroesophageal reflex. There was an infra renal inferior vena cava filter with struts extending out the inferior vena caval wall. No retroperitoneal hematoma was noted. After one week, a posteroanterior and lateral chest radiography was performed on patient with fractured filter and dyspnea, noting linear radiodensities in the right middle/right lower lobe of uncertain etiology. After one month, a lumbar spine x-ray was performed on patient with left-sided lower back pain, noting moderate to severe thoracolumbar scoliosis with degenerative changes. Presence of inferior vena cava filter was also noted. After four months, a computed tomography abdomen and pelvis without contrast was performed on patient with pyelonephritis and lower abdominal and flank pain history with nausea, noting small left pleural effusion and presence of a filter in the infra renal inferior vena cava. The struts of the filter were seen to extend outside the vena cava and no evidence of retroperitoneal hematoma. After one month, a computed tomography chest, abdomen, and pelvis with contrast on patient with epigastric pain and mild abdominal pain with nausea, noting mild dependent atelectasis in the lower lobes, small sliding esophageal hiatal hernia, and evidence of old compression fracture. Presence of filter was noted in the infra renal inferior vena cava. No evidence of pulmonary thromboembolic disease and retroperitoneal lymphadenopathy. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter detachment.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was filter detachment and migration of the filter struts to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient has expired.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later post filter deployment, a computed tomography of abdomen and pelvis was performed for hemothorax, and abdominal hematoma and the study showed an infra renal inferior vena cava filter was present. After one month, the patient complained of chest pain and shortness of breath. After two months, the patient complained of occasional chest pain and constant lower lung pain. After two months, a computed tomography of lumbar spine was performed for motor vehicle accident and the study showed an inferior vena cava filter was seen. After two months, a computed tomography of abdomen and pelvis was performed for abdominal pain, low back pain and bilateral flank pain. The study showed that an inferior vena cava filter was present and most of the tines of the filter extended extrinsic to the inferior vena cava itself. Also, the cephalad margin of the filter was at the cephalad l2 level. Also, one of the tines extended into a lytic region at the cephalad of the l3 vertebral body likely chronic. After three years and two months, a computed tomography of abdomen and pelvis was performed for trauma. The study showed an inferior vena cava filter was demonstrated and the medial legs of the inferior vena cava filter were in very close proximity to the aorta. After two months, an x-ray of chest and ribs was performed for fall and the study showed an inferior vena cava filter was seen in the upper abdomen. After one year and five months, a computed tomography of chest was performed for elevated d-dimer. The study showed fractured inferior vena cava limb present within a branch of the right main pulmonary artery supplied the right middle lobe. Also, a second fractured limb was present was present within a sub segmental branch right pulmonary artery within the medial segment of the right middle lobe. After three months, a computed tomography of abdomen and pelvis was performed for abdominal pain and hypotension. The study showed that there was an infra renal inferior vena cava filter with struts extended outside the inferior vena cava as noted on the previous study. After one week, an x-ray of chest was performed for dyspnea with a history that the inferior vena cava filter had broken off and had dyspnea. The study demonstrated partially visualized inferior vena cava filter. After two months, during patient consultation it was mentioned that the patient had inferior vena cava filter complications with strut embolized to pulmonary artery and again the strut of filter was outside the inferior vena cava and it was embedded and actually protruded out of the inferior vena cava wall. After three months, a computed tomography of abdomen and pelvis was performed for abdominal and flank pain. The study showed that there was an inferior vena cava filter in the infra renal inferior vena cava, and the struts of the inferior vena cava filter were seen to extend outside of the vena cava similar to prior. After one month, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that there was an inferior vena cava filter in the infra renal inferior vena cava. The patient reportedly expired. An autopsy report was provided, and the cardiovascular system examination showed that a gray metal basket filter in the lumen of the inferior vena cava had a missing wire and embedded in the wall of the right main branch of the pulmonary artery was a gray metal wire. This wire had an identical appearance to the missing portion of the gray metal wire basket filter in the inferior vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava and filter detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 09/2011), d10,g3, h6(patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was filter detachment and migration of the filter struts to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient has expired.